Manufacturer narrative:
Investigation results: one cadd legacy pump was returned for investigation in good condition. Inspection on the device found that the latch lock was loose. The latch lock was replaced as a result. The root cause of the product problem was not established.

Event description:
It was reported that the device displayed a double beep that there's no cassette (while testing). There was no patient involvement.